Event description:
In 2005, the patient's family memeber contacted lifescan alleging that the patient's fast take meter was reading inaccurately high. Lfs attempted to contact the reporter to obtain more information. The reporter declined to speak with lfs, stated,"it was not a good time." The family member said that about 4 months ago the patient obtained a reading of 11.0 mmol/l on the reported meter, they were not 100% sure of the reading, so they took them to the hospital after giving them water. As soon as the patient arrived at the hospital, a result of 5.5 mmol/l was obtained on the hospital meter. A result of 8.9 mmol/l was obtained on the reported meter right after the hospital result. The patient received no treatment and was sent home. In 2005, the family member stated that they have been having trouble since day one with the meter". Today, they obtained a (l-) message on the meter and then the meter would not power on. The (l-) message is designed to display when the ambient temperature or meter temperature is too low to perform a test. The testing temperature was not provided, however, it seems unlikely that a low temperature prompt would appear appropriately in late july. The system operating temperature is 59- 95 degrees f. The family member went to the physician and was advised to get the meter replaced. The meter was replaced.